Event description:
It was reported that after implant procedure, this right ventricular (rv) lead exhibited low out of range impedances measurements. At this time, the pacemaker system remains in service and there were no adverse patient effects reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).